Event description:
It was reported that the ramp study was done a month prior with increase of the speed from 5400 to 6200 rotations per minute (rpm) due to poor hemodynamics. Their inr was noted to be 1.7 prior to admission and attempts were made to correct it but the patient did not return phone calls. Additionally, it was reported that the patient had a history of atrial fibrillation pre-left ventricular assist device (lvad) implant. During this event, their implantable cardioverter defibrillator (ICD) discharged 3 times and had chest pain due to myocardial infraction (mi). The patient's aortic root thrombus led to sustained ventricular tachycardia (vt) and ICD shocks.the patient was treated with amiodarone and the vt resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing. Additionally, a direct relationship between the device and the reported coronary embolism, ventricular tachycardia, myocardial infarction, and blood pressure fluctuations could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files did not confirm low flow alarms; however, the account attributed the alarms to the outflow graft thrombus and blood pressure fluctuations. The controller event log file contained information on (B)(6) 2022 from 11:43:08 to 13:02:18 that primarily consisted of pulsatility index (pi) events. These newer events would have overwritten older information, per design. No other notable events or alarms were captured. The pump appeared to operated as intended at the set speed for the duration of the log file. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) lists pump thrombosis, arterial non-central nervous system/venous thromboembolism, cardiac arrhythmia, and myocardial infarction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted in ventricular tachycardia (vt) and was having a lot of low flows and pulsatility index (pi) events. The log files contained significant amount of pi events. Computed tomography angiography (cta) was performed that showed possible non-obstructive thrombus proximal to left ventricular assist device (lvad) outflow tract which resulted in mild luminal narrowing. The cause of the low flows and pi events was determined to be blood pressure (bp) fluctuations and the outflow tract thrombus. They were also found to have a coronary embolism in the ramus intermedius which was not confirmed if it was related to the outflow graft thrombus. Repeat cta was not performed. The patient was to continue with anticoagulation along with bp management and increased international normalized ratio (inr) goal as an outpatient.